Event description:
It was reported that a patient experienced a capsule tear after an intraocular lens (iol) was inserted. The doctor stated that the lens was not defective. No patient complications were reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was torn and appeared to have evidence of viscoelastic on it. Placeholder.